Event description:
Follow up with the physician found that the patient had only been seen once on (B)(6) 2013, so there was limited information on her. Per the office's notes, the patient's vns battery needed to be replaced. The referral was due to the battery being at near end of service. No other information was provided. Vns replacement surgery is likely, but has not occurred to date.

Event description:
An implant card was received indicating that the vns patient underwent generator replacement surgery on (B)(6) 2014 due to battery depletion and near end of service. The explanting facility discards explanted devices after surgery; therefore, no analysis can be performed.

Event description:
On (B)(6), 2013 it was reported that the patient has a return of her fall-down seizures; her leg just quits working and she falls. The patient stated that she believes her vns battery is getting low. Using the demipulse battery longevity table as provided in labeling, the estimated battery life for the patient¿s settings of output=2ma/frequency=30hz/pulse width=500usec at a 33% duty cycle is 2.2 years from bol to eos condition. The device has been implanted for over 4 years. The patient has not yet had an appointment with her new physician and therefore no further information can be obtained until the appointment occurs. The patient¿s previous physician retired.